Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side deflation and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, fluids, white and black particles, non-penetrating nicks. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening crease sharp on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening.